Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the wire was difficult to load into the sheath. The procedure took place several months before a boston scientific employee was made aware of the issue thus information on troubleshooting and procedure outcome are not available; however, there were no patient complications. The catheter was received for analysis. Analysis of the device revealed that the dilator tip was damaged and torn.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Upon receipt the sheath was first visually inspected, and no abnormalities were seen at that time. They then functionally tested the sheath and found that the device's steering and deflection were within specification. Next, they attempted to insert a guidewire in the sheath but were unable to advance the guidewire past the proximal end of the dilator. The inner diameter of the sheath was measured and found to be outside of specification. Further analysis of the dilator tip found the tip was damaged and torn. Based on all the available information, the cause of inability to advance the guidewire and the damage to the dilator tip were likely due to a quality control deficiency in the supplier's manufacturing process.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the wire was difficult to load into the sheath. The procedure took place several months before a boston scientific employee was made aware of the issue thus information on troubleshooting and procedure outcome are not available; however, there were no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Upon receipt the sheath was first visually inspected, and no abnormalities were seen at that time. They then functionally tested the sheath and found that the device's steering and deflection were within specification. Next, they attempted to insert a guidewire in the sheath but were unable to advance the guidewire past the proximal end of the dilator. The inner diameter of the sheath was measured and found to be outside of specification. Further analysis of the dilator tip found the tip was damaged and torn. Based on all the available information, the cause of inability to advance the guidewire and the damage to the dilator tip were likely due to a quality control deficiency in the supplier's manufacturing process. We were informed that further information regarding the event such as patient status, procedure outcome, and initial reporter name were unavailable per the account.